Event description:
The customer reported that during a lobectomy procedure, the device locked out. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
(B)(4). Damaged articulation mechanism. Eval summary; the analysis showed that the device was received with the flex neck broken, with the articulation rack broken and with the articulation band broken. No cartridge was received loaded in the device, however two cartridges were received loose inside the bag, fully fired. No functional test could be performed due to the condition of the device. Cartridge b batch # y5fm5c. Cartridge c batch # a5ay48.